Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for other chronic intract pain (trunk/limbs). Information was reported that the caller stated an operative report indicates that the spinal cord stimulator (scs) system was removed. The caller was not able to verify if the ins was removed due to normal battery depletion, but mentioned that the operative report said the thoracic ins was "non-functional". The caller was unable to clarify further. No further complications were reported. No patient symptoms were reported.